Event description:
Blood glucose values on same device within 5 minutes; 117, 144, 255 mg/dl. No adverse event, no serious injury reported. No therapy or self-treatment based on above results. No quality controls were run. Device return requested and replacment sent.